Event description:
Pca pump was programmed to administer narcotic. Nurse set up pump, had difficulty getting the cassette loaded. Was able to proceed with no alarms or alerts given. It seemed like pump was delivering medication. It was not. It is not easy to see that there is med leaving the cassette as it uses a bag to hold the med inside a cassette. When the pump thinks the dose is delivered, it prompts the nurse that dose is complete. She checked the pump and realized that the patient did not receive what the pump says was delivered.